Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. He was able to determine there was no accuracy issues when checking out the microscope and he did not re-calibrate the microscope. During the procedure the window displayed low magnification error.

Event description:
A surgeon reported to a medtronic rep that during a cranial resection she felt the microscope navigation was inaccurate about 5mm. The surgeon used the microscope throughout the case and towards the end mentioned the inaccuracy. No impact to the patient. Surgery was completed successfully with the use of navigation.